Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrh knee fem s rgt; cat#64811111; lot#ejs8d; dcon p-fit stem cocr 12mmx80mm; cat#64786397; lot#ah68d; mrh tibial b/plt keel sml 2; cat#64813111; lot#e6p3p; mrh tib rot comp xs-xl; cat#64812100; lot#144649; dcon p-fit stem cocr 16mmx80mm; cat#64786405; lot#cd32s1; mrhk fem distal blk 10mm s; cat#64811210; lot#bar2d; mrhk bumper insert 3 degrees; cat#64812133; lot#lhr193; mrhk fem distal blk 10mm s; cat#64811210; lot#bar2d; mrh axle; cat#64812120; lot#ctd32331; mrhk femoral bushing; cat#64812110; lot#lhb466; mrhk tibial sleeve; cat#64812140; lot#lhs015; mrhk femoral bushing; cat#64812110; lot#lhj553. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
Right knee revision due to possible infection. The surgeon did not confirm whether or not this was the case at the time of surgery.